Manufacturer narrative:
One device was received for evaluation. The event history log (ehl) revealed error code 44861. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. The main board was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 44861. There was unknown patient involvement, and no patient harm was reported.